Event description:
Event description guidant received information that during an implant procedure for an lv assist device this cardiac resynchronization therapy defibrillator (crt-d) exhibited an open lead condition for this coronary sinus lead. There was loss of capture also associated with the coronary sinus lead. It was also reported that this defibrillation lead dislodged.